Event description:
The pt reported the up/down button of the infusion device is defective. The pt was hospitalized with ketoacidosis as a result. Details regarding hospitalization were not provided. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.